Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced rapid blood glucose fluctuations after a missed meal announcement, with continuous glucose monitor readings trending lower than contemporaneous fingerstick values and an ilet reading of 57 mg/dl while fingerstick was 74 mg/dl following a post-snack hyperglycemic excursion to 326 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and user education with assignment to additional training. Investigation included troubleshooting and education regarding meal announcements and device use. Investigation of this case revealed user handling issues related to missed meal announcement contributing to hyperglycemia followed by algorithm-driven correction and subsequent low readings, with reported cgm-fingerstick discordance. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and sensor-reading variability.